Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to a fracture. The lead integrity alert (lia) had triggered due to noise and non-sustained ventricular tachycardia (vt) episodes. The lead had high rv and superior vena cava (svc) defibrillation impedance and high bipolar impedance. A sensing issue was noted as there was an increase in the short v-v intervals. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.